Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI scan done at a different facility in 2023. Caller reported that the patient felt a zap sensation in their vaginal area during the scan. Caller reports patient was fine after the scan. Caller had no further information. Caller called to confirm whether they should be any concern this time around doing the MRI. Technical services (ts) reviewed if guidelines are followed, ts doesn't anticipate any issues related to the device or patient if all guidelines are followed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an MRI of their shoulder on (B)(6) 2023. The technicians didn't ask the patient if they had a device and they forgot about it so it didn't get turned off resulting in the "zaps". It is unknown if the issue was resolved.